Event description:
A surgeon reports a crack was noted on the intraocular lens following insertion. The surgeon decided to leave the lens in place. The surgeon reported the pt's vision was affected and one month following initial implant surgery, a lens exchange was performed. The explanted lens was examined and the surgeon commented that there appeared to be a crease in the lens.